Manufacturer narrative:
No device deficiency was reported. Cardiac perforation/tamponade are known potential adverse events documented in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure the physician intended to insert the catheter into the patient's left superior pulmonary vein (lspv). However, the catheter was actually advanced into the left atrial appendage and the catheter tip perforated the cardiac tissue. After drainage was performed for the pericardial effusion the pvi procedure was stopped.